Manufacturer narrative:
Philips has investigated the problem and came to the following conclusion: a philips service engineer tested the system and found that there were no technical issues with the system and it worked within the manufacturers' specifications. The reported dose level of 3.5 gy for this incident is explained from the complexity of the procedure (an exam duration of 8 hours with 70 minutes of fluoroscopy time). Furthermore, the physician reported that the patient underwent other angiographies and radiological exams, possibly adding to the total x-ray exposure and reported radiation burns. There was no allegation from the hospital that the philips system contributed to this incident (B)(4).

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA (B)(4).

Event description:
Philips received a complaint from a customer that a patient received radiation burns after a procedure.